Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 3.00 x 12 synergy ii drug - eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were displaced off the balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the 4th row stent struts from the proximal end were lifted on one side and pulled distally. Distal od (outer diameter) measured 0.0410'' using snap gauge and is within the specification. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple slight hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 3.00 x 12 synergy ii drug - eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were displaced off the balloon catheter. No patient complications were reported and the patient's status was good.